Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was programmed with a bolus and monitored. The bolus was delivered and recorded properly in the bolus history screen. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. Blood glucose level at the time of the incident was 594 mg/dl. The customer was unable to complete troubleshooting and requested a loaner insulin pump. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.